Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer, follow-up work scheduled. The device to be collected and sent to UK bench for investigation & repair. Afterwards: the technician performed a pneumatic diagnostic test which failed, and the results confirmed the 3 way solenoid valve was defective. The3 way solenoid valve was replaced to resolve the problem. The device passed performance verification and meets the specification for the performed service and is returned to use. Additionally, the customer's fi02 sensor was defective, so testing was carried out using the workshop 'test' fi02 sensor. The software is up to date at 1.06.10.00. The device is not due a 4-year service. The error logs were downloaded, and no actionable errors were found. The 3 way solenoid valve was received at the manufacturer product investigation lab (pil). If additional information becomes available a supplemental report will be filed. New information: the solenoid valve was returned to receiving inspection quality lab (riql) for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of this part is required at this time.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer, follow-up work scheduled. The device to be collected and sent to UK bench for investigation & repair. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer, follow-up work scheduled. The device to be collected and sent to UK bench for investigation & repair. If additional information becomes available a supplemental report will be filed. New information: the technician performed a pneumatic diagnostic test which failed, and the results confirmed the 3 way solenoid valve was defective. The3 way solenoid valve was replaced to resolve the problem. The device passed performance verification and meets the specification for the performed service and is returned to use. Additionally, the customer's fi02 sensor was defective, so testing was carried out using the workshop 'test' fi02 sensor. The software is up to date at 1.06.10.00. The device is not due a 4-year service. The error logs were downloaded, and no actionable errors were found. The 3 way solenoid valve was received at the manufacturer product investigation lab (pil). If additional information becomes available a supplemental report will be filed.